Manufacturer narrative:
Results: the penumbra smart coil (smart coil) pet lock was intact with its pusher assembly. The smart coil embolization coil was intact with its pusher assembly. The embolization coil windings were offset on the distal tip. Conclusion: evaluation of the returned device revealed that the embolization coil windings were offset on the distal tip. This type of damage typically occurs due to improper handling during use. If the introducer sheath is not properly seated inside the hub microcatheter prior to advancement, the embolization coil may begin to take shape inside the hub of the microcatheter and resistance may be experienced; then further advancement against resistance may cause damage such as this to occur. The returned smart coil was unable to advance past the hub of the returned non-penumbra microcatheter and a demonstration microcatheter. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right internal carotid artery (ica) using penumbra smart coils (smart coils). During the procedure, the physician advanced two non-penumbra microcatheters to the target location, and successfully advanced a smart coil through one of the microcatheters. The physician then felt resistance while attempting to advance the subject smart coil into the hub of the other microcatheter; therefore, the smart coil was retracted into its introducer sheath. The physician attempted to re-advance the same smart coil, however he again felt resistance advancing near the hub of the microcatheter. The smart coil was therefore removed, and the procedure was completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.